Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Customer continued to use pump for insulin therapy.